Event description:
Leaking baxter three-way large bore stopcocks - part # 2c6201 have caused multiple problems and under/poor treatments in multiple patients. Poor flawed design. Safety alert sent by company claiming that it only occurs when stopcock turned incorrectly. This is not true. They leak during all situations, especially high pressure situations -angioplasty balloon inflation-. Event reappeared after reintroduction: yes. Problem is repetitive with all of their three-way stopcocks - every case. Not a "one-time" event. (B)(6) 2010. Every use of three-way stopcocks results in leakage of stopcock and under/poor treatment of patients.